Event description:
The tubing is backing off of the medrad when they go to power inject during a left ventriculogram procedure. Nobody was sprayed. No report of harm or injury.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The threads on the female luer were damaged. Damage is similar to damage caused by over-tightening the connection. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. A follow-up report will be sent if more or new info becomes available. Device history record was reviewed, complaint data base was reviewed.